Event description:
It was reported that, during the prior refill, the healthcare provider (hcp) put most of the drug into the pump, but some went into the pocket and the patient had an overdose. The drug was immediately removed from the pump and it was filled with saline. It was not known how much drug was aspirated from the pump. On the date of report, the pump and catheter were explanted because they were not confident with the device, and a new infusion system was implanted. The outcome of the event had yet to be reported. Further follow-up was being requested to obtain additional information.

Manufacturer narrative:
Analysis of the pump found no anomaly. (B)(4).

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.